Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2022 the patient had an initial meter result of 1.9 inr at 9:13 a.m. While the lab result was 1.4 inr at 10:30 a.m. And had a repeat meter result of 1.9 inr at 1:20 p.m. The patient's warfarin dose was increased from 10mg/daily up to 12.5mg/daily based on the lab result. The patient's therapeutic range was 2.5-3.5 inr. The patient's interval of testing is weekly but currently every couple of days due to inr being out of range.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The strips were requested for investigation. One test strip was provided for investigation where it was tested using retention controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.